Event description:
Type of injury: very red skin, blisters appeared 36 hrs later. Duration of tanning exposure: 20 mins. Consumer commented that they usually tan very well. They stated that they needed to even out former's tan. Consumer has not tanned in a tanning bed in 2 years and has never tanned at this facility. Spoke with consumer seven days after event and they were still experiencing some discomfort. They have not seen a dr. Consumer is not experiencing any nausea or vomitting. Consumer did not report complaint until 3 days after event. As of 6/02 the bulbs in the bed that consumer used had 592 hrs of usage.